Event description:
Procedure: hemicolectomy. According to the reporter: during the case, the clips did not close correctly, they were molded like a cross and caused an artery laceration. The defective clips were retrieved and new clips were positioned under the retrieved ones.

Manufacturer narrative:
(B)(4).